Event description:
It has been reported to us that during the procedure there was blood clot formation inside and around the outside of the diagnostic catheter. The physician using the diagnostic catheter for the procedure. The physician was performing the diagnostic procedure and noticed blood clots forming inside and around the outside of the diagnostic catheter. The physician increased the use of heparin however it did not help. The pt is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering evaluation of the subject device can not be performed. The lot number for the device is known and a review of the lot history record will be conducted. Device discarded - not returned for evaluation.